Event description:
It was reported the videoscope had a black stain coming out of it when it was suspended. It was not indicated during what type of device usage the reported event occurred. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the reported defect could not be confirmed as a foreign material could not be identified. Therefore, a cause could not be established. Olympus will continue to monitor field performance for this device.